Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty drug eluting stenting treatment procedure, stent damage occurred on the 2.50x12mm taxus express2 drug eluting stent delivery sys. There was no pt contact. The procedure was completed with another 2.50x12mm taxus express2 drug eluting stent delivery sys. Pt status is reported as "ok".

Manufacturer narrative:
Pt over 18 years. Device evaluation: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).